Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of an "f-38" alarm was confirmed and reproduced. Service determined that the cause was due to defective force sensing resistors. Additional information: a service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with fail code f-38; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.